Manufacturer narrative:
Initial report sent to FDA on 05/18/2009.

Event description:
Procedure: vats. According to the reporter: surgeon used a 30-2.0 roticulating load on the outer edge of the lung. The surgeon stated it was very thin. The stapler cut the tissue, but the staple line looked mangled and it appeared as the staples did not form properly. The surgeon stated that he felt the stapler did not feel right when he originally closed it, so he opened it, repositioned and it closed fine. The staple line result was not good. The surgeon then changed handles and used a 30-2.5 to resect the tissue.